Manufacturer narrative:
Cloud data information has been updated. See below: locked down smartphone: lockdown omnipod software app version: 3.1.5-p001 operating system: n5004l-am-q-mv01602-06-01.06 hardware: n5004l cgm sensor type: l2+. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
The patient wore the pod on the leg for between 37 and 48 hours. The caregiver reported that the patient experienced rash, infection, swelling, lumps and pus at discharge at the pod site. The patient was taken to their doctor. On the first visit, the pod had been worn on the right leg, and on the second visit, it was on the left leg. Both visits lasted less than 30 minutes. The pod was removed at home prior to seeking medication attention due to worsening rash and infection. Treatment included fucidine cream and doxycycline 100 mg four times daily for seven days; a swab was taken from the infected site by the doctor. The caregiver mentioned possible skin infection (dermatitis) but was unsure of the exact diagnosis. A new pod was applied after removal. No changes in blood glucose levels were reported. This case covers the left leg.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. Lot release records were reviewed and the product lot met all acceptance criteria. The omnipod is iso10993 compliant, undergoing cytotoxicity, sensitization, genotoxicity, hemolysis, irritation or intracutaneous reactivity, systemic toxicity, and implantation effects testing. The omnipod is sterilized with 100% ethylene oxide gas with a sterility assurance level of 10-6 per iso11135 and eo residual levels in compliance with iso10993. Each lot is confirmed to meet requirements for non-pyrogenicity per iso10993 and sterility per iso11135 prior to release. We are unable to determine if any product condition could have contributed to customer's infusion site infection. Locked down smartphone: data not available omnipod software app version: data not available operating system: data not available hardware: data not available cgm sensor type: data not available. *please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.